Manufacturer narrative:
It is unknown what ams male pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had an unknown ams sling implanted and it eroded. The patient was implanted with another incontinence device on (B)(6) 2013. No further patient complications were reported in relation to this event.